Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that on (B)(6) 2021 they put on a new pod in the morning at 9:00 am. By 1:00 pm they were feeling bad with a headache and they threw up. The patient works at a hospital so they went to the emergency room (ER) there. At the ER their blood glucose (bg) was checked and it was 550 mg/dl. Patient was given zofran and sent home to put on a new pod on.